Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint that the pcu displayed system error 133.6080 (backup speaker failure) was confirmed through log review, however, the error was not replicated during laboratory testing. However, during the laboratory testing the suspect pcu displayed error code 120.4500 (power supply processor charge level high failure), this error is attributed to a corrosion on the logic board. Two (2) basic infusions were performed using two (2) known-good dchu pump modules. Each infusion was programmed for a duration of 12 hours. A few minutes later the suspect pcu displayed error code 120.4500 (power supply processor charge level high failure). The logic board was temporarily replaced with a known-good logic board for testing purposes only. The suspect device was powered on and off. In each instance, the operating system was loaded without any errors or malfunctions. The internal inspection was observed corrosion on the logic board and in the power supply board, signs of fluid ingress were observed at the bottom of the rear case. A review of the pcu error log showed that error code 133.6080 (backup speaker failure) was recorded on (B)(6) 2025, between 7:37 am and 7:39 am, three (3) times, when the pcu was powered on. An analysis of the battery log indicated that the pcu was not plugged into ac power when the error occurred. The facility did not provide infusion details. A review of the pcu event log, from july 11, 2025, shows that when the user power on the pcu between 7:37 am and 7:39 am, the suspect device displayed reported error code on three (3) occasions. There were no infusion events on the event date reported. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Note to repair center: the device was opened for investigation, please replace the logic board. Please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed an error code 133.6080. There was no patient involvement.